Manufacturer narrative:
This complaint is recorded with zimmer biomet under (B)(4). The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial (B)(4) three times as documented in the repair reports in livelink. The last repair was (B)(6) 2016 where it was reported that the device produced an incomplete mesh and the damaged comb, roller and gear were replaced. This is not a related issue. Initial qa inspection of the skin graft mesher on (B)(6) 2016 revealed minor cosmetic damage to the mesher handle including nicks and scratches. The latching pins engage as intended. There was no apparent damage to the comb. There was significant wear noted to the roller gear and slight galling to the roller shaft extension. The ratchet handle appeared to ratchet normally. No issues with engaging the ratchet handle to the roller shaft extension. The 1.5:1 ratio cutter, serial (B)(4), had significant wear to the roller gear and showed wear to the cutter blades. The 2:1 ratio cutter, serial (B)(4), had slight wear to the roller gear and had a bent cutter blade. The test mesh using the customer¿s mesher and ratchet was performed with the 1.5:1 ratio cutter and failed to produce a complete mesh. The test mesh with the 2:1 ratio cutter was unable to be performed due to the bent blade on the cutter. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2016 which included replacement of the damaged comb, roller, roller gear, side plates, hinges and shoulder bolts. The 1.5:1 ratio cutter, serial (B)(4), had the bushings, collars and gear replaced and failed to produce a complete cut. The cutter was then deemed non-repairable. The 2:1 ratio cutter, serial (B)(4), had the bushings, collars and gear replaced and then produced a passing cut. Skin graft mesher, serial (B)(4), was then tested and functioned properly. The reported event was non-verifiable as it is unknown which cutter was being used during the reported event. It is unknown which cutter was being used during the reported event. Therefore, based on the information that was provided the root cause of the reported event could not be specifically determined. Skin graft mesher, serial (B)(4), was repaired, tested and returned to the customer.

Event description:
It was reported that the device produced an incomplete mesh. No adverse events have been reported as a result of this malfunction.